Event description:
Boston scientific received information that during a routine device replacement procedure, this right atrial (ra) lead exhibited low pacing impedance measurements and was observed to have fractured. The lead was capped and surgically abandoned. A new ra lead was successfully implanted without incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis noted only the proximal segment of the lead was returned measuring 48 mm in length, and all three coil wires ended at 48 mm. Visual observation noted evidence of melting on two of the three wires and the third showed indications of a brittle fracture rather than the more typical fatigue and/or overload typically seen with lead fractures. The coil wires were suspected to have been exposed to electrocautery damage melting nearly through the first two wires and causing the third to become resulting in an induced fracture. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis could not confirm the clinical observations on the returned segment of the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.